Event description:
During an in clinic follow-up, it was reported that inappropriate antitachycardia pacing was delivered for supraventricular tachycardia. No allegation of malfunction was made against the device and the physician alleged the device performed as expected based upon its programmed settings. A radiofrequency ablation procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.